Event description:
According to the reporter: the green button locked and the instrument jammed. The device could be loaded. It did not jam on tissue. Surgery time was extended by more than 30 minutes.